Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions and seroma are known inherent risk of surgery and are listed in the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient had a bard/davol oval composix kugel, product code 0010202, lot number huvg0670 implanted to repair a hernia defect. On (B)(6) 2012: the patient underwent surgery to remove mesh due to a mesh seroma and adherence. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions and seroma are known inherent risk of surgery and are listed in the instructions-for-use as possible complications. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of composix kugel mesh, patient was diagnosed with adhesions, hematoma, seroma and scar tissue thereby underwent mesh removal. The instructions-for-use supplied with the device list hematoma as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient had a bard/davol oval composix kugel, product code 0010202, lot number huvg0670 implanted to repair a hernia defect. (B)(6) 2012: the patient underwent surgery to remove mesh due to a mesh seroma and adherence. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia, umbilical hernia and symptomatic bone formation upper midline abdominal incision thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿excision of bone formation incision was carried out. Umbilical hernia sac was excised. A preperitoneal subfascial pocket was developed. A large composix kugel mesh was placed into this preperitoneal pocket and tacked.¿ (B)(6) 2012 - patient was diagnosed with abdominal wall hematoma and mesh seroma thereby underwent open repair with removal of composix kugel mesh. Per operative notes, ¿there was a hematoma and scar tissue. The hematoma capsule was excised. Dissection was carried through the midline fascia to an underlying kugel medium mesh and this mesh had abundant fluid around it, a seroma. There was no evidence of pus, infection or bowel obstruction. The mesh was engrained into overlying abdominal wall tissue. The entire composix kugel mesh was removed." Attorney alleges that the patient had adhesions, infection, mesh migration, pain, seroma and emotional injuries thereby underwent removal surgery.